Event description:
It was reported that the customer experienced a low and elevated blood glucose (bg) levels of 30 and 400 mg/dl. Troubleshooting with tandem technical support was performed, and it was determined that insulin was not being delivered from the cartridge. The customer consumed carbohydrates to address the low bg. Reportedly, the pump was replaced to resolve the elevated bg issue and the customer reverted to an alternate method of insulin therapy. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.